Manufacturer narrative:
As the product was not sent in for analysis, yet it is not possible to clearly identify the cause. We are still waiting for the receiving of the requested handpiece to start our investigations. The device was purchased in 2004. The device history does not show that is has ever been serviced by kavo. Kavo qa did request that the notifying reporter provide any service history for the device. This information was not provided with the details of the event. To avoid such issues the IFU contains already several notes, warnings and requests how to prepare the handpiece for each treatment and how to use it: 2.2 improper use because the operation with an electric motor involves a higher torque, patients, users and other people can suffer injuries and serious burns if an instrument is damaged or used improperly. > check the technical condition before each use. > never press the push-button during operation of the device. > never use the instrument to keep the cheek, tongue or lip at a distance. > never touch soft tissue with the handpiece head or instrument cover. 2.3 technical condition a damaged product or not kavo original components could injure patients, users or third parties. > only operate devices or components if they show no signs of damage on the outside. > check to make sure that the device is working properly and is in satisfactory condition before each use. > have parts with sites of breakage or surface changes checked by the service personnel. > if the following defects occur, stop working and have the service personnel carry out repair work: · malfunctions · damage (e.g., from dropping) · irregular running noise · excessive vibration · overheating · dental bur is not seated firmly in the handpiece to ensure optimum function and to prevent property damage, please comply with the following instructions: > service the medical device regularly with care products and systems as described in the instructions for use. > the device should be reprocessed and stored in a dry location, according to instructions, if it is not to be used for an extended period of time.

Event description:
During a treatment of cavities and root canals the handpiece became hot or overheated and burned the patient. The procedure was completed and the doctor communicated to the parent a treatment plan for the burns. The patient's face was swollen, with mouth pain and multiple burns to his face and mouth.